Manufacturer narrative:
Treatment was well tolerated by the pt. She did not sustain any injury, but at the end of each treatment the nurse gave the pt a volume of fresh frozen plasma equal to the valve of pt plasma loss displayed on the machine. Prior to the reported event the pt was admitted to the hosp with one week history of nausea and vomiting. She was diagnosed with hemolytic anemia of unknown etiology. She rec'd a total of 10 tpe treatments, with five of these on the prisma machine. Her condition was unchanged after the reported event. Facility's registered nurse further reported that in the past the machine had worked fine for cvvhdf treatments but exhibited this anomaly during tpe treatments. The machine was checked by gambro technical services on 11/09/06, he was unable to duplicate the reported condition. He performed the prisma fluid balance checkout procedure and performed a simulated tpe treatment and a simulated cvvh treatment without observing the reported behavior. The machine has been authorized for clinical use, but as of november 13th, 2006 it has not been used. The local gambro intensive care territory mgr (who was previously the gambro's intensive care therapy specialist) has met with the facility administrator to review the treatment records and to discuss the events. The customer will contact him prior to their next tpe procedure on the prisma machine so that he can be present to observe the setup and operation of the machine during treatment.